Manufacturer narrative:
Per initial good faith effort (gfe) response, the solenoid valve was replaced, after which the issue was resolved. The device passed the required performance verification tests per philips standard. Further case information regarding whether the device was returned to service is still pending.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The remote service engineer (rse) evaluated the device with the customer and found that the 110b error code was logged in the event log. The rse reviewed the following suggested repair per the service manual with the customer: 1. Verify pin alignment between solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The customer already swapped in a known working da pcba and verified that the pins were lined up correctly. The rse advised the customer to replace solenoids 3 and 4 and provided the customer with the part number of the replacement solenoid valve for repair. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding whether the device was returned to service, but no response was received from the customer. Based on the v60 service manual, the solenoid replacement should resolve the issue. This file is closed and can be reopened if new information becomes available.